Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Factors that can contribute to balloon ruptures include, but are not limited to, balloon damage during manufacturing, weak materials, excessively applied pressure, or interactions with accessory devices, patient anatomy, and/or lesion calcification or tortuosity. Return of the rx mini trek catheter used in the procedure may have aided in the investigation and determination of cause. There was no report of any leak in the catheter noted during preparation for use, which would suggest that the balloon was not damaged prior to use. It is possible that the balloon material was damaged (scratched) during interactions with accessory devices, or the heavily calcified lesion such that the balloon ruptured upon the first inflation at 10 atmospheres, which is below the rated burst pressure (rbp). To ensure this is not a result of manufacturing, all balloon catheters are 100% visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rbp. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to the complaint and all lot release testing met manufacturing criteria. In this instance, without the product to examine, a conclusive cause for the reported balloon rupture could not be determined; however, there is no indication of a product quality deficiency.

Event description:
It was reported that the procedure was to treat a totally occluded lesion in the mid left anterior descending artery with heavy calcification. Dilatation was performed with the 1.2 x 6 mm mini trek; however, the balloon ruptured during the first inflation of 10 atmospheres, for 15 seconds. The device was removed without issue. A non-abbott balloon was used to continue dilatation, and a xience v stent was implanted to complete the procedure. There were no adverse patient effects. No additional information was provided.